Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04644, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a hemostasis clipping in the duodenum, performed on (B)(6), 2009. (Pt's age is unk although the pt's age has been reported as over 18 years). According to the complainant, during the procedure, the first clip prematurely deployed in the sheath and fell into the pt. They used a second resolution clip device and the clip opened and was unable to grasp any tissue. The physician has no concerns with the clips passing naturally via peristalsis. The case was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been rec'd for analysis but has not yet been evaluated as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).